Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# j0322212v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0322212v, implanted: (B)(6) 2003, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information from the patient reported shocking when she was underwater. The patient noted the wires got broken loose in her stomach and got twisted. The patient stated she had a revision (B)(6) 2016 to fix a broken wire. The patient noted she had around 72-74 staples in her "brain."

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported via a manufacturing representative that they had headaches since the implantable neurostimulator (ins) was turned off due to a shocking sensation. The cause of the event was unknown. Troubleshooting was done by the patient's health care provider (hcp), but they did not know the results or what tests were done. No surgical intervention occurred, but a revision was scheduled for (B)(6) 2016. The issue was resolved at the time of this report. The patient's indication for use is movement disorders. No cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.